Event description:
Left antecubital peripherally inserted central catheter line intact left arm. Edematous hand to should c/o tenderness above insertion site. Arm reddened, warm to touch. Sent to ER via ambulance for evaluation per md. ER pulled peripherally inserted central catheter line. Pt discharged to home on peripheral IV's.